Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon used a matrix head instrument/tool to place a matrix top loading polyaxial head. The inner collet of matrix polyaxial head broke during clipping. The surgeon removed the matrix head and piece of collet. There was no adverse effect on patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional product codes for this report include mnh, mni, kwq, and kwp. Device was not fully implanted. The broken pieces were removed and then the procedure was completed. Therefore, there is no implant/explant date for this complainant device. It is unknown whether or not the facility will return the complainant part for review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product not returned to manufacturer.